Manufacturer narrative:
H2: please see section a and b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the type of procedure performed was an image guided navigation sinus endoscopy, right sphenoid sinusotomy tissue removal, and revision of the right ethmoid sinus. The event was observed intra-operatively. This issue caused a surgical delay of 20 minutes if not more. There was no impact to the patient's outcome. The amount of inaccuracy is unknown.

Manufacturer narrative:
H3: a software analysis was initiated. As the manufacturer representative (rep) confirmed that the system functioned properly and the difficulties were due to user error, including tracing technique and limitations in the scan provided, the software appeared to be working as designed. H6: b01, c19 and d14 apply to the software concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 and h6 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the manufacturing representative (rep) was able to get on site during this case and successfully register the patient without any issues. The site was originally tracing off of the three dimensional (3d) model during the initial registration. There were no problems with the actual system. This issue was reportedly due to user error.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site was unable to achieve a passing registration when attempting to register a patient. Site was able to pass registration once but observed that navigation showed instrument tip on back of patient's head when navigating on front. While troubleshooting it was suggested that the site attempt 3 point touch registration. Site reported that registration was still failing. It was suggested that site crop registration model. Site reported registration still failing with registration accuracy metric of 8.8mm. Site decided to abandon navigation. Unknown delay. Unknown patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736226, version: 2.1.0, h3, h6) no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the rep was able to guide the site to achieving a passing registration via facetime and navigation was not aborted. Rep reported that scan was cut off and site needed to trace slower and only on surfaces present on registration model.